Event description:
Edwards received information that this patient underwent a viv procedure within an existing edwards bioprosthetic valve due to aortic stenosis. It was identified, through review of source documentation provided, that calcification was observed. Good patient outcome was noted.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was replaced due to aortic stenosis with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.